Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device starting smoking when a shock was being delivered. Complainant indicated the clinician replaced the device to continue to treat the patient. Complainant indicated that there were no adverse effects to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section e4, user medwatch mw5170551 was provided. The product was returned to zoll medical corporation for evaluation. The customer's report could not be replicated despite extensive testing, including impedance and internal inspection. No burnt smell or burnt componets were observed during testing. The defib pads used in the event were not returned, and clinical data was unavailable. Device logs showed six shocks on may 5, 2025, with a significant discrepancy between patient and defib impedance values. This discrepancy suggests poor pad contact, likely due to air pockets or conductive material (such as hair), which may cause smoke and or burning smells. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.